Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device did not detect external mains voltage. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Te244001. (Externalpowerloss). The device log files were provided to hamilton. This malfunction was reproducible. Measures taken: power supply pn msp396232 exchanged. There is patient involvement reported. This event occurred during patient ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device did not detect external mains voltage. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Te244001 (externalpowerloss). The device log files were provided to hamilton. This malfunction was reproducible. Measures taken: power supply pn msp396232 exchanged. There is patient involvement reported. This event occurred during patient ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device did not detect external mains voltage. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Te244001 (externalpowerloss). The device log files were provided to hamilton. This malfunction was reproducible. Measures taken: power supply pn: msp396232 exchanged. There is patient involvement reported. This event occurred during patient ventilation but was not further clarified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the technician on site investigated the ventilator and established an initial analysis that the root cause of the incident was a defective power supply (part n° msp396232 ). The power supply was then sent back to hamilton medical ag for investigation under rga#: (B)(4). Our technical investigation and the logfile analysis confirmed that the power supply was defective. This incident happened while a patient was connected to the device. The device alarmed with power failure and has two batteries. Therefore, there is time to switch to an alternative device. However, if alarms are ignored, in a worst case the loss of external power could lead to a deterioration of the state of health of the patient. This was not the case here but the incident remains preventive reportable.